Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure for this device, the associated right atrial (ra) lead was unable to be removed from the header of the device. The header of the device was cut off but the lead was still not able to be removed. The lead broke and was then cut and capped. The device was explanted. There were no adverse patient effects reported.